Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14fr esheath+, when the first 23 mm sapien 3 ultra valve was inserted, there was resistance when coming out of the esheath+. The system was brought back into the esheath+ and another attempt was made to advance again, but the valve buckled. The system was brought back into the esheath+ and one more maneuver was made to advance the valve out of the esheath+ and were successful. The balloon alignment was performed, and the valve was advanced around the arch. At that time, it was noticed that one of the tines of the valve was bent. After alerting the team, the decision was made to take the entire system out and start from scratch with everything new. The root cause of the resistance after exiting the sheath is unknown, but it's thought it was because the valve tine was bent. There was not any more resistance than usual observed while advancing the valve and delivery system through the sheath, prior to it "coming out" of the sheath. The second valve was inserted and deployed without issue. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and several observations were noted. One strut was bent outwardly on the inflow side. The valve frame was distorted/deformed. Three struts were exposed through the skirt which likely occurred during excessive manipulation to overcome the resistant. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on the returned device. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as device manipulation was reported after experiencing resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.